Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. The following information was provided by the initial reporter: it was reported by the customer that the lines were the same but the test results were different. Problem description: cx was concerned about his results because his girlfriend took the test, the lines were same yet that had a different result. Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. Eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. The following information was provided by the initial reporter: it was reported by the customer that the lines were the same but the test results were different. Problem description: cx was concerned about his results because his girlfriend took the test, the lines were same yet that had a different result. Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
After further review this complaint is determined to be not reportable. No discrepant results were obtained, different reported test results were from two different patients. Customer called to inquire about the lines on the cartridge. Event type: cosmetic / annoyance ¿ cosmetic defect, multiple lines. Reportability determination rationale: this complaint is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. This would require the user to acquire another component or a replacement to use the device as intended. This event could lead to a minor delay, but is unlikely to lead to serious injury.